Manufacturer narrative:
Internal reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a real intelligence cori assisted uka surgery, the real intelligence robotic drill did not drill. The device was tested after surgery, in diagnostic mode and the motor did not run continuously but repeatedly stopped rotating. The procedure was resumed, after a non-significant delay, with a manual procedure. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). Additional information: d9: is this device available for evaluation, d10: concomitant medical products and therapy dates, h6: medical device problem code, component code, type of investigation, investigation findings and investigation conclusions. H11: the real intelligence robotic drill, part number rob10013, serial number (B)(6), intended for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. Nothing was visually identified that leads to the reported scenario. The reported problem was confirmed with a functional evaluation. A functional evaluation was performed and the reported scenario can be confirmed. A kpc test was performed. The burr did not spin. The drill was opened for further investigation. The exposure motor was tested and passed. The motors were removed and it was found that the extension shaft had started to melt. The carriage was opened and found to be filled with residue the front bearing had broken. The bearings were replaced and a kpc test was performed. The burr was spinning as intended. All test passed. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial number was performed and no similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with a broken bearing due to liquid ingress. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.